Manufacturer narrative:
Updated fields:b4,d9 return to manufacture date,d10,g3,g6,h2,h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported by the getinge senior territory manager that during in-services, the cardiosave iabp had a message on screen that disconnect trainer - patient cable(s) connected, while the trainer and a non-sterile iab was connected to the device. There was no patient involved.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of our investigation.